Manufacturer narrative:
The manufacturer previously reported an issue with the active exhalation control module and power management board. The active exhalation control module and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was found to be due to the proportional and solenoid valve. The power management board was evaluated and found to operate to design specifications.

Event description:
During a check-out procedure at the manufacturer's service center, the exhalation valve in the patient circuit was leaking. The device was not in patient use. The device's active exhalation control module was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.